Manufacturer narrative:
(B)(4) fiber broken within the connector. (B)(4). One accutrac 200 laser fiber was received for evaluation. The laser fiber was broken at the distal end of the black strain relief. The sma connector with the black strain relief boot in place and a portion of the fiber covered in black strain relief was returned. Additional examination under magnification revealed that the fiber was cut and not broken. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The fiber face within the sub miniature-a (sma) showed no evidence of blast shield damage. Therefore, the complaint could not be confirmed. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used during a procedure performed on (B)(6) 2016. According to the complainant, during preparation and outside the patient, when they plugged the laser fiber it backfired into the laser machine. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.